Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4) trilogy longevity crosslinked polyethylene liner lot# unknown.

Event description:
It is reported that a patient was revised due to metallosis, cobalt, corrosion and pseudotumor on his right hip.

Manufacturer narrative:
Concomitant medical products: 00408801306 femoral stem fiber metal 12/14 neck taper - standard body - standard neck offset size 13 140 mm stem length 61159053 00620005222 shell porous with cluster holes 52 mm o.d. 61215856 00630506240 liner standard 3.5 mm offset 40 mm i.d. For use with 62 mm o.d. Shell 61263070. Complaint sample was evaluated and the reported event was confirmed. The liner rim was fractured. The damage was likely caused due to extraction. The femoral head exhibited dark debris. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.